Event description:
Patient underwent rf ablation of left greater saphenous vein for three incompetent perforators of the left ankle and calf, through three separate accesses. Rf ablation was also performed for an incompetent performator in right lower leg. A follow-up visit to doctor was conducted two weeks later, and a skin burn was detected. The skin burn was not deep, did not have any cellulitis or purulent discharge, and was treated at that time with a compressive unna boot. An additional follow-up visit two weeks later found the patient to be in good condition, with a small skin burn scar, which resulted from the procedure.

Manufacturer narrative:
No malfunction was reported, and product was not returned.